Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) stryker pegasus study. Prominent lag screw causing pain. Patient came to clinic due to pain in right lateral thigh that has not responded to conservative management. X-ray showed prominent lag screw likely causing significant discomfort with walking. Patient tired anti-inflammatory medication, physical therapy, then came to clinic and received an x-ray. Surgery is anticipated to exchange the symptomatic lag screw. This is unanticipated. The set screw was fully locked and there was still significant migration of the lag screw post-op."